Event description:
A customer reported to baxter (B)(4) of a flogard IV solution administration set that had a tip broken off. The process step in which this occurred was not identified. There was no patient involved or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. A batch review cannot be performed since there was no lot number provided. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned 2 two actual samples for an evaluation. A visual inspection of the actual samples revealed that the spike tip was broken off. The cause of this reported condition has not been identified. If additional information becomes available a follow-up report will be submitted.